Manufacturer narrative:
Device evaluation: 1 x clso-10-7 of unknown lot number was unavailable for return to cirl for evaluation. Prior to distribution all clso-10-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for clso-10-7 of unknown lot number could not be completed as the lot number is unknown. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, IFU (B)(4) to ¿gently ensure full extension of all side flaps.¿ before loading the positioning sleeve. It was noted that the user failed load the positioning sleeve on the device and that it was ¿speculated that the flap was bent during the sleeve fitting process¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the flap was bent during the fitting of the positioning sleeve on the device. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the clso-10-7 in the right biliary duct (after remove of pre positioned clso-10-7). So the nurse prepared the clso-10-7, she preloaded the flap protector sleeve and clso-10-7 through the oa-10. Moving the sleeve, the flap of the clso was bant, so, they had to use the new one. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.